Event description:
It was reported that the patient was experiencing ineffective therapy. X-ray images revealed one lead to be fractured. As a result, surgical intervention was taken place on (B)(6) 2023 where the lead was explanted and replaced to address the issue. It is unknown which lead was fractured.

Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6) batch: a000125000.